Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, further information was not provided.

Event description:
It was reported from a bd site-visit that the devices failed to alarm during communication channel errors. During unspecified programming by a clinician, communication errors occurred on multiple syringe pump modules. The pcu and syringe module devices were removed from use (there was no patient involvement) and sent to clinical engineering. Upon powering up the system, syr sn (B)(4) and sn (B)(4) were attached to the left side of the pcu and displayed communication error. Syr sn (B)(4) and sn (B)(4) were attached to the right of the pcu and powered up as channels a and b. When the system was moved for inspection, the channels to the right of the pcu began displaying communication error. Communication errors were not consistent to one module, as the devices were bumped or moved. No audible alarms were present. Upon physical inspection of the iui connectors, corrosion was found on the pcu male iui connector, and the customer needed an explanation on how the pcu male iui would affect devices to left of pcu.

Manufacturer narrative:
Correction: disregard file, suspect device is now a concomitant.

Event description:
It was reported from a bd site-visit that the devices failed to alarm during communication channel errors. During unspecified programming by a clinician, communication errors occurred on multiple syringe pump modules. The pcu and syringe module devices were removed from use (there was no patient involvement) and sent to clinical engineering. Upon powering up the system, syr sn (B)(6) and sn (B)(6) were attached to the left side of the pcu and displayed communication error. Syr sn (B)(6) and sn (B)(6) were attached to the right of the pcu and powered up as channels a and b. When the system was moved for inspection, the channels to the right of the pcu began displaying communication error. Communication errors were not consistent to one module, as the devices were bumped or moved. No audible alarms were present. Upon physical inspection of the iui connectors, corrosion was found on the pcu male iui connector, and the customer needed an explanation on how the pcu male iui would affect devices to left of pcu.